Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced adhesive failure on (B)(6) 2026, as the adhesive did not adhere well to the skin and the infusion set came off. The patient replaced the infusion set. No further information available.